Event description:
It was reported that the device was not reading the electrodes. There was a 40 minute delay while a back-up device was retrieved. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
Updated to indicate the device will not be returned as the product was discarded by the user facility. The device will not be returned as it was discarded by the user facility; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was discarded by the user facility.

Event description:
It was reported that the device was not reading the electrodes. There was a 40 minute delay while a back-up device was retrieved. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device not returned.